Event description:
Boston scientific received information that during a normal device change, both the right atrial (ra) lead and right ventricular (rv) lead had exhibited out of range impedance measurements greater than 2500 ohms. It was reported these measurements had been out of range for the past year. Upon investigation, there were no previous reports of this issue found prior to this report. The patient is not pacemaker dependent and had no symptoms or adverse effects reported. A new device and right ventricular (rv) lead were implanted successfully on the opposite side of the original device. There was no replacement atrial lead implanted at the time. The physician plans to remove the old device and cap the leads at a later date. There were no adverse patient effects reported following this procedure.

Manufacturer narrative:
The device and leads were surgically abandoned for explant at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.